Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b3: date of the event was updated. B4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Upon follow up, the customer confirmed the event date (b3).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: tsvtwb11, imp,tsv,4.7,11.5,mtx,mg, lot number 1222920. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the crown came loose, and the abutment/screw was re-torqued. Tooth location #30.